Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 240 mg/dl. At the time of the report with tandem technical support the touch screen functioned as intended. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections as alternate insulin therapy.